Event description:
Healthcare professional (hcp) reported the home pt (hp) felt full, as if hp were overfilled, while using the homechoice cycler for apd therapy. Hcp relates the hp went to the center after completion of therapy and manually drained 3000mls, which is twice the amount of programmed last fill volume of 1500mls. According to hcp, the hp's dr felt that the homechoice cycler was overfilling the hp and subsequently requested a replacement homechoice cycler. Hcp relates the hp had drained out a low volume of fluid during the initial drain and suspects the hp may have bypassed the initial drain prior to drain completion. According to the hcp, there was no pt injury or medical intervention.